Manufacturer narrative:
The abbott field service representative performed troubleshooting and determined the loose wz #1 and #2 manifold with valves and flush nozzles were the most likely cause of the issue observed by the customer. These parts were not available for return evaluation. The subsequent service history does not include further reports of erratic or discrepant chagas results. The architect system operations manual and architect chagas package insert provides adequate information with respect to the issue. The 12 month tracking and trending review of the wz manifold with valves and flush nozzles did not identify an adverse trend. Multiple parts were calibrated and adjusted by the abbott field service representative during troubleshooting and a single definitive cause of the issue was not identified. No malfunction or deficiency was identified for the architect i2000sr analyzer.

Manufacturer narrative:
(B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account generated false repeat reactive architect chagas results on 5 donor samples (ids (B)(6)) using the architect i2000sr analyzer. After troubleshooting and service of the architect i2000sr analyzer, the samples were tested again with nonreactive architect chagas results. No specific donor information was provided. No impact to donor management was reported. Data provided: ID (B)(6), original = 0.93 s/co grayzone, 1.05 s/co reactive, after service = 0.04 s/co nonreactive. ID (B)(6), original = 1.19 s/co reactive, 1.18 s/co reactive, 1.12 s/co, after service = 0.03 s/co nonreactive. ID (B)(6), original = 1.24 s/co reactive, 1.20 s/co reactive, 1.10 s/co, after service = 0.01 s/co nonreactive. ID (B)(6), original = 1.24 s/co reactive, 1.20 s/co reactive, 1.10 s/co, after service = 0.01 s/co nonreactive. ID (B)(6), original = 1.31 s/co reactive, 1.16 s/co reactive, 1.11 s/co, after service = 0.02 s/co nonreactive. ID (B)(6), original = 1.04 s/co reactive, 1.08 s/co reactive, after service = 0.06 s/co nonreactive.